Manufacturer narrative:
A field service engineer was dispatched to the customer site. No haze/mist or smoke was observed. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the oil mist filter issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4).

Manufacturer narrative:
It was incorrectly reported that the vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the oil mist filter failure issue. Instead, the oil return valve, vacuum control valve, and vacuum pump oil were replaced to resolve the oil mist filter failure issue. Unit meets specifications and was returned to service. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the oil mist filter failure issue, and system risk analysis (sra). Trending analysis of the oil mist filter failure issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the oil mist filter failure issue is the oil return valve, vacuum control valve, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported an event of a "oil mist filter failure" or haze/mist emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.